Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced and inflated once at 10 atmospheres (atm). However, during the second inflation at 12 atm, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.